Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump¿s screen stopped displaying while the device otherwise remained functional, and the user did not recall any impact to the device. Symptoms included no adverse clinical effects and no reported changes in blood glucose. Outcomes included a device replacement, user transition to multiple daily injections while awaiting the replacement, and continued cgm use via the dexcom app or receiver. Investigation included customer support triage, shipping of a replacement device, and instructions to shut down and return the affected unit and inspection of the returned device. Investigation of this device revealed a suspected display failure of the pump¿s screen, with functionality of other pump operations not verified due to the display issue. It was concluded, based on previously established findings for similar reports, that the cause was a malfunction of the display component of the device.